Event description:
It was reported in a journal article that stent deformation occurred post deployment. The patient presented with acute coronary syndrome and access was obtained via the right radial artery. The calcified lesion was located in the distal rca (right coronary artery) and was treated with a 3.5x32mm promus element stent. An unspecified post dilation balloon cause deformation of the promus element stent. Additional balloon dilation was performed, a buddy wire was advanced and a non-bsc 3.5x26mm bare metal stent was placed. There were no reported patient complications. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Article citation: williams, p.d, et al. (2011). Longitudinal stent deformation: a retrospective analysis of frequency and mechanisms. Eurointervention 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).